Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"1. Patients with aortic dissection, 2. After the cervical vessel by-pass, the stent nbs-28-204 stent is released at the posterior edge of the left common cervical vessel and the tip of the delivery system is withdrawn into the external sheath after the stent is completely released 3. After the delivery system was completely taken out of vitro, it was found that the tip of the delivery system fell off, and it was confirmed by dsa that the tip was left in the patient's left internal iliac artery, and then the femoral artery was cut open to remove the dropped tip, causing the patient to lose about 800ml of blood 4. Give symptomatic supportive treatment such as blood transfusion 5. The patient is recovering". Patient outcome: "patient is stable now".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"1. Patients with aortic dissection, 2. After the cervical vessel by-pass, the stent nbs-28-204 stent is released at the posterior edge of the left common cervical vessel and the tip of the delivery system is withdrawn into the external sheath after the stent is completely released 3. After the delivery system was completely taken out of vitro, it was found that the tip of the delivery system fell off, and it was confirmed by dsa that the tip was left in the patient's left internal iliac artery, and then the femoral artery was cut open to remove the dropped tip, causing the patient to lose about 800ml of blood 4. Give symptomatic supportive treatment such as blood transfusion 5. The patient is recovering" patient outcome: "patient is stable now".